Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: product evaluation was not preformed because per the initial report the lens has been discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was explanted from the patient¿s right eye due to negative dysphotopsia. It was learned that reverse optic capture and limbal relaxing incision (lri) were done as well. These additional steps have nothing to do with the explanted iol. The explanted iol was replaced with a non-johnson and johnson iol. There was no adverse event and no patient post-op injury. The patient outcome is excellent and arc (anomalous retinal correspondence) was resolved. No other information was provided.